Manufacturer narrative:
The device was returned to for repair. A visual inspection and functional test were performed. Cracked on right plunger case. Unable to duplicate the acu watchdog failure or primary audible alarm post error at power up that was reported by the customer. Replaced speaker for preventive. Performed pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 7 years old.

Event description:
It was reported that a acu watchdog failure alarm was experienced. The device was found in storage with error code and was not in use. No patient information, use, or harm.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A review of the event history log (ehl) identified primary audible alarm post error. The root cause was unable to be determined. A corrective and preventative action has been opened to address the reported issue.